Event description:
It was reported that the patient was tired and experienced shortness of breath. The device had stopped recording atrial pacing capture threshold. There were no atrial capture and sensing. The device was removed and a new device was implanted. It was further reported that the right atrial (ra) lead has no capture at max pacing amplitude and failed to sense any p-waves. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.